Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("during withdrawal of the release catheter, a transparent spiral ribbon was left in the cavity"), complication of device insertion ("during withdrawal of the release catheter, a transparent spiral ribbon was left in the cavity") and device difficult to use ("despite attempts to remove it with forceps, the transparent ribbon was left in place") in a female patient who received essure (batch no. 628423). On (B)(6) 2009, the patient started essure. On (B)(6) 2009, the same day after starting essure, the patient experienced device breakage, complication of device insertion and device difficult to use. Essure treatment was not changed. At the time of the report, the device breakage, complication of device insertion and device difficult to use had not resolved. The reporter provided no causality assessment for device breakage, complication of device insertion and device difficult to use with essure. The reporter commented: during withdrawal of the release catheter, a transparent spiral ribbon, the same shape as the insert, was left in the cavity. Despite attempts to remove it with forceps, pulling on the ribbon pulled the insert with it. The ribbon was therefore left in place. Company causality comment: this medically-confirmed case report refers to a female patient who had essure (fallopian tube occlusion inserts) inserted and in the insertion procedure, during withdrawal of the release catheter, a transparent spiral ribbon was left in the cavity (seen as device breakage and complication of insertion) and pulling on the ribbon pulled the insert with it, so despite attempts to remove it with forceps, the transparent ribbon was left in place (removal failed). The events are anticipated in the reference safety information for essure. In this particular case, the device breakage occurred during the insertion procedure therefore a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident since breakage could lead to potential damage under less fortunate circumstances. Further information and a product technical analysis are awaited.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("during withdrawal of the release catheter, a transparent spiral ribbon was left in the cavity") and complication of device insertion ("during withdrawal of the release catheter, a transparent spiral ribbon was left in the cavity") in a female patient who had essure (batch no. 628423) inserted. Other product or product use issues identified: device difficult to use "despite attempts to remove it with forceps, the transparent ribbon was left in place" on 23-sep-2009. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. Essure treatment was not changed. At the time of the report, the device breakage and complication of device insertion had not resolved. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: during withdrawal of the release catheter, a transparent spiral ribbon, the same shape as the insert, was left in the cavity. Despite attempts to remove it with forceps, pulling on the ribbon pulled the insert with it. The ribbon was therefore left in place. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 11-oct-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.793 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("during withdrawal of the release catheter, a transparent spiral ribbon was left in the cavity"), complication of device insertion ("during withdrawal of the release catheter, a transparent spiral ribbon was left in the cavity") and device difficult to use ("despite attempts to remove it with forceps, the transparent ribbon was left in place") in a female patient who had essure (batch no. 628423) inserted. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device breakage, complication of device insertion and device difficult to use. Essure treatment was not changed. At the time of the report, the device breakage, complication of device insertion and device difficult to use had not resolved. The reporter provided no causality assessment for complication of device insertion, device breakage and device difficult to use with essure. The reporter commented: during withdrawal of the release catheter, a transparent spiral ribbon, the same shape as the insert, was left in the cavity. Despite attempts to remove it with forceps, pulling on the ribbon pulled the insert with it. The ribbon was therefore left in place. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage -analysis in the global safety database 1.630 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 1-jun-2017: no follow-up information received after 3 follow-up attempts. Case closed. On 1-jun-2017: after company internal review, the number of incident listing for the event device breakage was amended. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.